Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 8792111, 510k # k994239 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient diagnosed with "subluxation" underwent an acdf procedure at c6-c7. It was reported that 27 days post-op, "the screw backed out". According to the report, the "patient was under observation to determine whether screw replacement needed or not". No patient complications were reported.